Event description:
Crna injected pt thru baxter 25ga whitacre spinal needle. Leak at needle hub; inadequate block resulted in general anesthesia to complete procedure. Baxter spinal tray. Needle to baxter rep. Co to evaluate.